Event description:
Reporter indicated clinic notes a vns therapy pt "has been having significant recurrences [of her seizures] in the last few days or so." The comment was dated on (B) (6) 2009. Clinic note entry made (B) (6) 2009 states "it appears like the life of the vns is nearing its end and has to be replaced pretty soon." The relationship of the pt's seizures to the pt's pre-vns baseline is unk. Good faith attempts to obtain additional info were unsuccessful.